Event description:
It was reported that the device indicated elective replacement (eri) and there was high battery impedance. It was also reported that the right ventricular lead impedance was low and the threshold was high. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined.